Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (escherichia coli) was misidentified as a pseudomonas spp. The user noted that the laboratory temperature was higher than the recommended temperature for testing. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (escherichia coli) was misidentified as a pseudomonas spp. The user noted that the laboratory temperature was higher than the recommended temperature for testing. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument was misidentifying organisms most commonly with pseudomonas when the expected result was e. Coli. The customer also mentioned the instrument was unable to identify results at all when the expected result was staphylococcus. The customer noted a failing air conditioning system in the lab is resulting in higher-than-normal temperatures. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse did not note any physical issues with the instrument. As a part of troubleshooting and to ensure customer service, the fse performed a filter panel test and found that the results were out of range and noted that the instrument was slightly misaligned optically. The fse performed a light source adjustment and then re-ran the filter panel test both with passing results. No parts were replaced, and the instrument is operating as intended, however, the fse noted that the instrument is in an area that is plus thirty degrees. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.